Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 756 mg/dl. The cause of elevated bg was unknown. The customer was admitted to the intensive care unit (ICU). Prior to hospitalization, customer attempted to address their high bg level with a bolus via the pump. In the ICU, bg was treated with intravenous fluids of insulin and saline. The customer was still in the hospital at the time of this report and declined follow-up to obtain release date. System check with technical support confirmed the pump was functioning as intended. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event.